Manufacturer narrative:
Date sent to the FDA: 9/24/2024. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. H6: appropriate term / code not available (e2402) utilized to capture attenuated tissue. Corrected information: d4 (primary UDI #), g4 (PMA/ 510(k). Additional b5 narrative: it was reported that the patient underwent hernia repair on (B)(6) 2014 and two(2) proceed mesh was implanted. It was reported that the patient underwent repair of recurrent hernia on (B)(6) 2022 due to inflammation reaction. It was reported that following the procedure, patient experienced attenuated tissue. Proceed 1 (B)(4) submitted for adverse event which occurred on 12/15/2022. (B)(4) submitted for adverse event which occurred on 2/7/2017 proceed 2 (B)(4) submitted for adverse event which occurred on 12/15/2022 (B)(4) submitted for adverse event which occurred on 2/7/2017 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on an unknown date and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2017. It was reported that the patient experienced severe pain, nausea, burning, poking, sensation of tearing and cramping. No additional information was provided.